Event description:
Reporter indicated that pt could no longer feel both normal and magnet mode stimulation. Device diagnostic testing resulted in high lead impedence reading (dc-dc code 7 and limit), indicating possible device malfunction, neurologist indicated that pt was seen recently in the hosp emergency room at which time treating physician manipulated the lead through the pt's neck. Further follow-up revealed x-rays were taken. Review of the x-rays identified what appears to be a kink in the lead. Only one tie-down wa present and the strain relief loop was not adequate. It could not be determined if this was contributing to the high lead impedance reading. There were no apparent gross fractures or discontinuities with the ncp system. Lead break is suspected.